Manufacturer narrative:
(B)(6). Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6350824. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that after inserting a bd insyte¿ autoguard¿ shielded IV catheter 20 g x 1 in., the safety mechanism locked and the needle did not retract. There was no report of injury or medical intervention.